Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of a burning sensation at her ipg site when stimulation was on or off. Follow-up indicated the pocket heating occurs randomly, and the irritation and burning seem to be in one area of the ipg. Surgical intervention may be undertaken to address the issue.